Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath in a complex left atrial appendage (laa). Two recaptures were required due to anatomical complexity. A satisfactory implant was achieved, and no change in effusion was noted following device release. On (B)(6) 2025, it was further reported that the patient returned to the hospital with chest pain. Diagnostic evaluation revealed a hemopneumothorax and a small pericardial effusion. The effusion was not drained as intervention was deemed unnecessary. The patient was stabilized and subsequently discharged. The physician did not attribute the hemopneumothorax to the device but was uncertain regarding the exact cause of the sequelae.

Manufacturer narrative:
An event of angina, pericardial effusion, and hemothorax was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported angina, pericardial effusion, and hemothorax could not be determined. A prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath in a complex left atrial appendage (laa). A pericardial effusion was not noted prior to the procedure. Due to the anatomical complexity, two partial recaptures were required before satisfactory device positioning was achieved. The transseptal puncture site was inferior/anterior, and the patient was in normal sinus rhythm at the time of the procedure. Following device release, no change in effusion was observed. During the procedure, the activated clotting time (act) was 230 seconds, at which point an additional 5,000 units of heparin were administered without reassessment, for a total of 15,000 units given. A pigtail wire was used for crossing into the left atrium, and two partial recaptures were performed as part of the implantation process. On (B)(6) 2025, it was reported that the patient returned to the hospital with chest pain. Diagnostic evaluation identified a hemopneumothorax and a small, localized apical pericardial effusion. The largest dimension of the effusion was described as ¿small.¿ the effusion was not drained, as intervention was deemed unnecessary, and the patient was stabilized without treatment of the effusion. The physician did not believe the pericardial effusion or hemopneumothorax was related to the abbott device, and the cause of the sequelae could not be definitively determined. The user indicated that the hemothorax may have been related to anesthesia, although no specific cause was identified. Cardiac tamponade was not present. The patient was reported to be stable and discharged.